Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise, and was not reproducible with isometric manoeuvres. No programming changes had been made. The patient will be followed with routine follow ups.